Manufacturer narrative:
Implant date (2021 reports) : implanted date: device was not implanted. Explant date (2021 reports) : explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after completing the step for placement of the anchor into the femoral vessel, the user slowly pulled up the integrated device, however she found there was no resistance at all. The whole system was pulled out without suture, collagen and anchor exposed outside the system. The estimated blood loss was less than 250cc. The patient was in stable condition. They switched to another angio-seal vip device. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2021. The procedure performed for the patient prior to use of closure device was a percutaneous coronary intervention (pci). An 8fr procedural sheath was used. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8 fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, hemostasis sheath and carrier tube assembly. The temperature dot indicator had turned black. The device was subjected to visual analysis. The carrier tube assembly and hemostasis sheath were not mated. The collagen was observed to be released and in the valve of the hemostasis sheath. The locking mechanism was set to rear lock position. The bypass tube was located proximally at the same level as the locking mechanism. Functional testing could not be performed because of the state of the device. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause is the user did not place the device in full forward lock position or an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.